Event description:
A health care professional reported that a female patient underwent injections of restylane in 2005 into an unspecified nasolabial fold. Pre procedure anesthesia was not reported. Immediately following the injection the patient noticed a slight discoloration in the nasolabial fold. The following month the injecting physician reported that a slight discoloration at the nasolabial fold was persisting since the injection one year ago. The restylane lot number and expiration date were reported as 7565-1 and october 2006. Further information will be requested.

Manufacturer narrative:
MDR is not described in the device's labeling.